Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a routine follow up low sensing and a loss of capture during thresholds testing was noted on the right atrial lead. A lead dislodgement was alleged. The device was reprogrammed. The lead remains implanted. No adverse patient effects were reported.